Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a ventricular tachycardia (vt). The device correctly sensed the vt and delivered a shock; however, the shock did not convert the arrhythmia. The shock did result in rhythm acceleration and oversensing and a second shock was delivered. The second shock also did not convert the arrhythmia. A third shock was delivered which then successfully converted the vt into normal sinus rhythm. No additional adverse patient effects were reported. Data was sent to boston scientific technical services (ts) for further evaluation. A ts consultant reviewed the data and provided troubleshooting that could be performed to optimize therapy for the patient.